Manufacturer narrative:
The ventilator was investigated on site and the pressure transducer printed circuit board (pcb) was replaced and returned for further investigation. Simulated use testing of the received pcb has reproduced the described customer issue. An evaluation of the received device logs could confirm the event. Date of event is set to (B)(6) 2020 according to device logs. Microscopic inspection of the pressure sensor showed that there was dirt/particles in the ceramic cavity on the top of the sensor's chip. This will cause the offset value on the pressure transducer to drift. The root cause of the dirt/particles has not been determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator generated alarms for low peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref #: (B)(4).